Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant. After the surgery, patient experienced severe pain and discomfort, exhibited the symptoms of a loose implant and, based on information and belief, has suffered a loss of muscle mass. Patient cannot ambulate with assistance.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and (B)(4) are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.